Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during small bowel resection in an open gastric bypass, the staple fired but the jaws of the device lock on tissue. A linear stapler was used to transect around the tri-staple reload to remove it as the knife blade would not retract back, nor the jaws of the reload would make it open. The incision was extended due to the product problem but not more than 2.54cm. There was tissue loss as a result of the event.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was fully fired, engaged in interlock, the jaws were clamped, and the knife bar assembly was advanced to the extreme distal end. Functionally, the reload was loaded into a representative instrument. The jaws were clamped and unclamped repeatedly without difficulty. The interlock was overridden and the reload was then cycled without hesitation or binding. The reload interlock was tested and found to function properly. The reload was disassembled and there were markings on the reload indicative of the device being loaded ahead of the firing rod. It was reported that the jaws of the device remain closed on tissue, there was resistance while attempting to retract the knife after firing the device, significant surgical intervention was required due to the product failure, and significant tissue loss occurred as a result of the product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when using the linear adapters and endo gia¿ single-use reloads or endo gia¿ single-use reloads with tri-staple¿ technology: insert the pin located at the distal end of the adapter into the stapling reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Lock the reload in place by pushing it in and twisting clockwise 45 degrees (relative to the adapter). When loaded properly into the adapter, the reload unload button is seated in place without any red showing underneath. Remove the shipping wedge from the reload. Perform a reload cycle test to confirm proper loading of the stapling reload: press and hold the down toggle button until the reload is fully clamped. Press and hold the up toggle button until the reload is fully open. The power stapling handle will detect when the stapling reload is loaded, and the handle display will indicate a reload cycle test is required. Once the test is completed, the handle will indicate functional status and it is ready for use (see table 10). Verify that the functional ready status border on the display screen is solid green, as shown in table 10. At this point, the inst rument is ready for use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.